Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated minimal calcification on leaflets 1 and 3, moderate calcification on leaflet 2, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 3mm near commissure 3. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm cut on the cusp region near the wireform and commissure 2. Leaflet 3 had a 8mm tear on the cusp region; serrated markings were visible near the tear. The sewing ring was cut near leaflets 1 and 2. Sutures and pledgets remained attached to the sewing ring. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of stenosis was confirmed. In this case, the aortic root endocarditis led to the device failure. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these case, it is not unusual to have recurrence of endocarditis that results either in death or removal of the implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated. Based on the information received patient factors and progression of valvular disease led to the event.

Event description:
Pre-operative diagnosis showed severe aortic root endocarditis with aorta-left fistula and severe prosthetic stenosis, paravalvular regurgitation, and dehiscence. Patient was positive for staph epi.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Manufacturing records were not reviewed as no serial number was provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Based on the information received, a definitive root cause could not be determined; however, it is likely that patient related factors contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information an edwards surgical valve was explanted due to early severe aortic stenosis with a gradient of 70mmhg after an implant duration of approximately two to three years. Through investigation, the patient underwent replacement of a feeding tube due to short gut syndrome. Three months ago she developed an abscess on the area of the feeding tube, and she was found to have in pascagoula a large aortic root abscess with perivalvular leak due to detachment of the aortic prosthesis and also aorta to left atrial fistula. Patient was scheduled for a root homograft placement. However, she underwent a complication of the access on the right and left femoral artery and vein with a perforation of the right iliac vein. Therefore, the surgery was canceled. The patient recovered from the hemodynamic standpoint and also from the kidney and liver failure that developed due to the intraoperative bleeding. Patient wanted to proceed with surgery. This (B)(6) year old female underwent complex homograft to root replacement and a reconstruction of the roof of the left atrium and reconstruction of the anterior annulus of the anterior leaflet of the mitral valve. The patient tolerated the procedure very well and was taken to the cicu in good general condition with stable vital signs.